Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had right total hip surgery on (B)(6) 2014, surgeon removed and replaced head and poly because liner became loose and the head was damaged. Original and revision surgery done by dr. (B)(6). There was no surgery delay. Patient consequence? :unknown is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.